Event description:
The subject device was used during a laparoscopy right hepatectomy. The ptfe pad of the device was separated about 30 minutes later from the beginning of incision on hepatic parenchyma. The procedure was completed with a different device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was partially separated. And the tip of the pad severely wore away. The mfg history was reviewed, with no irregularities noted. Based on similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is worn and separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the separation and severely wear of the pad occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of the subject device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may resulting various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based on the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.